Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 1 month. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was returned for evaluation. The reported pump stoppages were confirmed through the evaluation of the submitted system controller log files. The log files captured numerous transient low speed events and pump stoppages, during which low speed and low flow hazard, as well as driveline disconnected alarms, were intermittently active. All low speed events and pump stoppages captured in the submitted log files appeared to occur only while the on the power module and appeared consistent with a potential driveline wire compromise; however, a wire compromise could not be confirmed based on the evaluation of the returned portion of the percutaneous lead. The returned portion of the percutaneous lead (approximately 18 inches) was tested for electrical continuity in the condition that it was received and revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers were unremarkable. Minor breakdown of the metal braided shield was observed in several locations along the length of the returned portion of the percutaneous lead, which appeared normal for the duration of use. Visual examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation or other damage. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing using an ungrounded power module patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages while the system controller was connected to a power module. The patient switched to battery power and the issue resolved. The patient was asymptomatic during the event and was admitted to the ICU. The log file reviewed at this time confirmed multiple pump stoppages. On (B)(6) 2015, the manufacturer&#38112;technical services representatives performed a distal percutaneous lead replacement approximately 2 inches from exit site. Following the repair, when connected to a grounded power module patient cable, the system controller immediately gave a red heart alarm for a pump stoppage. The system controller was placed back on battery power, the pump immediately came back on and the pump stabilized on battery power. The pump stop event suggests possible wire damage internal to the patient, farther up the percutaneous lead. X-rays were taken which displayed three potential areas of concern. An ungrounded power module patient cable was provided to the patient. It was reported that the patient was discharged on (B)(6) 2015 with no current plans for a pump exchange. A subsequent log file sent for routine surveillance on (B)(6) 2015 did not show any unusual alarms or events. The pump and peripheral equipment were found to be functioning as intended. Submitted x-rays did not show any obvious areas of concern. The patient continues to use an ungrounded patient cable.

Manufacturer narrative:
The patient was discharged on an ungrounded patient cable on (B)(6) 2015 and remained ongoing on pump support with no additional events reported until receiving a heart transplant on (B)(6) 2016. The evaluation of explanted pump confirmed an issue that would have contributed to the reported low speed events and pump stoppages. Visual examination of the pump¿s blood contacting surfaces upon disassembly, revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 8 inches from the pump housing and the remainder of the driveline was not returned. Continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the braided shielding was observed at the distal end of the driveline segment extending from the pump housing close to where it was severed. Visual examination of the underlying wires revealed a breach in the insulation of the red wire in the area of shield breakdown at approximately 7.5 inches from the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue due to repetitive movement and abrasion against the braided shield. The red wire represents one of the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the red wire made contact with the braided shielding while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed events and pump stoppages recorded in the submitted system controller log files. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel reported that the patient received a routine heart transplant on (B)(6) 2016. There were no alarms reported and the patient was asymptomatic at the time of the event. The explanted pump would be returned for evaluation.